Event description:
A 28mm x 16mm diameter x 15.5cm length bifurcated stent graft and its components were implanted for the endovascular treatment of an adbominal aortic aneurysm in a pt in 2000. Vessel morphology is unknown. It was reported that the initial implant of the stent graft was successful and without complications. The post-operative angiogram showed no evidence of endoleak proximally or right distally. However, left distally there was a small endoleak which was repaired with balloon angioplasty using a 16mm balloon. The secondary fluoroscopic angiogram showed no evidence of an endoleak. Three months later, the pt presented to the emergency room with complaint of back pain and low blood pressure. The pt was taken emergently to the operating room in critical condition with a blood pressure of 70 mmhg. The pt was prepped and draped in the usual manner. The femoral arteries were accessed. Using the left femoral approach, an aortogram was performed showing an endoleak from left limb. The endoleak was isolated with a unilateral left limb arteriogram. A 16 french sheath was inserted across the junction of the two previous limbs, which were leaking. A 16mm diameter x 8.5cm length iliac stent graft was deployed across the leak. Balloon angioplasty was performed of the stent graft. A completion aortogram was performed and there was no evidence of endoleak. It was reported that the pt's blood pressure returned to 130 mmhg. The sheaths were removed from the left groin and the arteriotomies and wounds were closed. The pt tolerated the procedure well and was taken to the intensive care unit very stable condition.